Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model:sc-2218-50. Serial: (B)(6). Batch: 17317391.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also noted the spinal cord stimulation (scs) leads were broken in half as confirmed via an xray. The patient underwent a scs revision procedure wherein ipg and leads were replaced. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.